Event description:
In 2009, the lay-user/patient contacted lifescan, alleging that a one touch ultrasmart meter had an unspecified error message issue. The patient indicated that the alleged meter issue started at an unspecified time. She did not take any actions related to diabetes treatment as a result of the alleged issue. An unknown time after the alleged issue began, the patient claimed that she developed symptoms of frequent urination and blurred vision. The patient denied receiving treatment because of the alleged error message issue. It would have been helpful to know the following information: the patient's testing frequency, her medication and diabetes management regimens, what actions the patient took before and after the symptoms developed, what time the alleged error message issue began, and what time the symptoms developed. In addition, it would have been helpful to know what the patient's last meter reading was before the alleged issue began, what date/time the last result was obtained, if she was able to test on another device during the time of concern, and what specific error message she obtained. The alleged issue was resolved with troubleshooting. The test strips were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.